Event description:
It was reported through a company representative that high lead impedance was received at a follow-up appointment with the treating physician. No patient manipulation or trauma was reported to have contributed to the high impedance event. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating that x-rays were taken of the patient and surgical interventions has been planned. X-rays were reviewed by the manufacturer and no clear indication of a lead discontinuity was found. The clarity and contrast of the x-rays was not of good quality. Good faith attempts for further information remain underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from an implant card indicating the patient underwent lead replacement surgery. The explanted generator and lead were returned to the manufacturer and are currently undergoing analysis.

Event description:
Analysis of the explanted lead indicated that the quadfilar coil appeared to be broken approximately 2 mm from the edge of the ribbon. Scanning electron microscopy was performed on the green (-) electrode quadfilar coil break (found at 2 mm) and identified the area as being thin, having extensive pitting which prevented identification of the coil fracture type and evidence of electro-etching on the surface. Scanning electron microscopy was performed on the spot-weld / slug ribbon area of the green (-) electrode and identified evidence of where the quadfilar coil had been mounted on the slug. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.